Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0hzh6, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The manufacturers¿ representative reported that he was in a surgical procedure for the patient because she needed replacement/ revision. They attempted to just disconnect the battery and reseat the lead into the implantable neurostimulator; however, impedances showed >4000 ohms on all pairs. The lead was tested directly and the patient was not getting any response on the lead wire. The lead wire and neurostimulator were replaced and the patient got a new system. The new system was intact and patient was doing fine post operatively. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.